Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Left total hip revision due to loosening of acetabular cup secondary to osteolysis. Products explanted were a securfit psl acetabular shell, its corresponding liner and a c-taper head.